Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss had the customer prime several times with different cassettes. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The system was manufactured on july 8, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor vacuum. The system primed several times without issues with different cassettes.